Event description:
It was reported to boston scientific corporation that an upsylon mesh was implanted during a abdominoplasty, abdominal sacrocolpopexy, posterior repair, lysis of adhesions, and diagnostic cystoscopy procedure performed on (B)(6) 2016. Indications for the procedure were vaginal vault prolapse, rectocele, vaginal and perineal pain, and mass at vaginal introitus because of vaginal vault prolapse. As reported by the patient's attorney, the patient has experienced an unspecified injury.

Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2016, implant date, as no event date was reported. (B)(6). (B)(4). The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.